Event description:
During an epiduroscopy procedure at a medical center a physician was using a clarus medical model 2160 spinescope and a 2160-901 access kit. During the procedure the 10 french introducer from the access kit broke. About 5 cm of the introducer remained in the patient. This is the first time such an event has been reported to clarus medical. The remaining section of the introducer was returned to clarus and examined. An equivalent device was reviewed and tested. The failure mode could not be duplicated. No defects could be found in either introducer.

Event description:
The failure mode could not be duplicated. No defects could be found in either introducer.